Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that one of the monitors turned off. The fse performed the trouble shooting and found that the faulty monitor and replaced the monitor. After replacement of the exam room monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that one of the monitors turned off during an intervention. No harm has been reported to philips. Philips has started an investigation of this complaint.